Event description:
Pt tested blood glucose as 326 mg/dl on suspect device. He ate and took his insulin and retested a few hours later. His blood glucose was 300 mg/dl. In a short while he was exhibiting signs of low blood glucose and tested again, his blood glucose = 288 mg/dl on suspect device. At ER, his blood glucose was "less than zero" and he was given a glucose IV. He is doing fine now. Suspect strips expired 06/30/1996.